Event description:
It was reported that the patella clamp could not hold the universal patella component and patella during cement hardening. So, the surgeon hold the patella component and patella with his hands. Before cutting patella, thickness of the patella was about 25mm.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.